Event description:
Patient reported left side "leak, possible rupture¿, ¿emotional problems and depression persisted with occasional suicidal thoughts¿, and ¿diagnosed with a mrsa (methicillin-resistant staphylococcus aureus) infection in armpits as a result of chemical toxins leaking from her lymph nodes¿. Additional events of ¿chemical odor from her armpits¿, ¿skin problems, cystic acne, hormone imbalance problems, insomnia, chronic fatigue, cognitive problems and difficulty concentrating during basic conversations¿, ¿fatigue¿, ¿increased alcohol intolerance¿, ¿hypoxia¿, ¿adrenal fatigue¿, ¿now struggles with ptsd¿, which are not device related. Device has been explanted.

Manufacturer narrative:
Health effect impact code : f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿diagnosed with a mrsa (methicillin-resistant staphylococcus aureus) infection in armpits."